Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing reservoir retainer and a missing reservoir tube lip o-ring. Analysis was unable to perform the displacement test due to physical damage. The insulin pump was received with a cracked keypad overlay at the select button. The insulin pump was received with minor scratches on the display window and the case, and damage to keypad overlay texture.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. The customer reported the clear ring around reservoir compartment has fallen off. The customer did not troubleshoot the issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.